Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia and other. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient recurrent urinary stress incontinence, dyspareunia, vaginal itching and burning. (B)(4).

Event description:
It was reported that following insertion the patient recurrent urinary stress incontinence, dyspareunia, vaginal itching and burning.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient continues to experience from back pain, chronic infections, vaginal itching, bleeding, continued incontinence, urinary tract infections, bloating, and dyspareunia. No additional information is provided at this time.